Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6) hospital. H.6. Investigation summary: material #: 364327, lot/batch #: 3117658. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to using bd preset¿ abg syringe with luer-lok tip and attached needle, the needle and core were covered in a black foreign matter. No patient impact reported.